Event description:
Physician suspected early battery depletion of ICD generator near 4 year mark. Device implanted (B)(6) 2009; expected battery life 5 years. Pt had device explanted, and new device implanted on (B)(6) 2012.